Manufacturer narrative:
(B)(4). Date sent to FDA: 05/01/2020. Additional information: d10. Additional h3 analysis summary: the device received was manipulated. The implant was returned without the blister, winged guide, helical passer and its original packaging. The white plastic needle is separated in two parts: the prolene mesh attached to the basis of the white needle on one part and the remaining part of the needle on the other. The defect identified is not linked to a manufacturing issue. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure in 2020 and the mesh was used. During the extraction of the white guide of the strip, the white plastic and the strip got separated. The device has been removed and another device has been used. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to FDA: 12/15/2020. Additional information was requested and the following was received: were there any difficulties in retrieving the introducer while removing the plastic sheath? Yes, there was a malfunction to remove the introducer. Was the sheath pulled out of the skin after having retrieved the introducer? No, it was removed by vaginal access, it was impossible to remove it from the skin. Did the surgeon use the same amount of force to remove the plastic sheath? No did the surgeon re-sterilize the device? Why is the mesh at the white sheath black? No, they did not know why it was black.